Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another device to complete the procedure. The hospital has report no pt injury occurred.